Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely calcified right coronary artery. Following pre-dilatation with a 2.0x12 non-bsc balloon catheter, a 3.50 x 28 synergy stent was advanced through a non-bsc guidewire but failed to cross. After several attempts, the shaft broke. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. A synergy ous mr 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 01:30 pm CT. The report number is being corrected from: 2134265-2018-64473 to: 2134265-2018-63402.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely calcified right coronary artery. Following pre-dilatation with a 2.0x12 non-bsc balloon catheter, a 3.50 x 28 synergy stent was advanced through a non-bsc guidewire but failed to cross. After several attempts, the shaft broke. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.